Event description:
The customer called to report high blood glucose levels with nausea and vomiting. The blood glucose reading at the time of the call was 210 mg/dl. The customer was waiting to be admitted to the hospital during the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer felt too sick to continue troubleshooting. The customer mentioned that the insulin pump alarmed no delivery earlier and she changed the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.